Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after titrating an ivig infusion rate up to 105, a puddle was noticed on the floor and upon inspection found that the tubing was leaking just beneath t he top plastic part of the pump segment. There was no report of patient harm.